Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after closing the pocket, the right ventricular (rv) tip- ring and rv tip to coil showed oversensing intermittently. The pocket was reopened and the lead was disconnected and reconnected on two occasions. The oversensing was reduced and only one over sensed beat noted after closure. It was also questioned whether air was in the grommet. The device and lead were revised and remain in use. No patient complications have been reported as a result of this event.